Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 398 mg/dl. The customer's current blood glucose was 430 mg/dl,97 mg/dl. The customer did experienced the symptoms such as nausea,vomiting,slight abdominal pain. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.